Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed reference #: (B)(4).

Event description:
It was reported that a patient using an astral 100 passed away. While retrieving the device, the husband told the distributor that he believed it caused his wife¿s death and was ¿no good.¿ no further information has been made available to resmed.